Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the rubber gasket/seal of the device disengaged and fell into the patient's cavity, it was retrieved by using a grasper. No injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A visual inspection of the returned products noted: the obturator was received inserted into the cannula, prolonged insertion can cause the envelope seal to become stretched. The circular seals were cut. A functional evaluation found that the devices failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of two photographs of a device. A visual inspection of the returned photos noted: the first photo depicts a patient identification label on the bag. The second photo depicts the circular seal inside the bag. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the rubber gasket/seal of the device disengaged and fell into the patient's cavity, it was retrieved. There was no injury.